Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2020 due to a crack in the cylinder tubing. Additional information received from the clinical sales representative indicated: ¿crack in cylinder tubing at pump junction¿. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the strain relief of the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was noted on the shorter length pump exhaust tubing and on the pump inlet tubing. No functional abnormalities were noted with cylinders 1 and 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was exerted on the strain relief of the shorter length of pump exhaust tube to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information crack in cylinder tubing at pump junction. The reservoir was retained. The device was revised.